Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. When the xience pro 3.5 x 15 mm stent delivery system was advanced, the proximal shaft separated in two pieces outside the anatomy and was simply withdrawn. It was reported that resistance was felt during advancement due to the anatomy. Another device was used to complete the procedure successfully. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.